Event description:
It was reported by pt that "she is still experiencing pain, and has ever since surgery. Has sought several opinions. Third opinion dr stated in his report that there is possible loosening of the tibial component. Pt rec'd a triathlon total knee sys."

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore it is not available for eval. No eval will be performed. If device becomes available with add'l info, a supplemental report will be issued.